Event description:
It was reported that the patient experienced six events in which infusion set cannula was bent which led to hyperglycemia on (b)(6) 2026. This event was managed with correction bolus via pump and injection.

Manufacturer narrative:
Initial 3 of 6.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.